Event description:
Hospital reported during an abdomen and pelvis study, air was injected into the patient. The patient was sent back to the ER and transferred to another hospital and placed in hyperbaric chamber.

Manufacturer narrative:
Hospital declined to have the injector checked by a medrad service representative. Medrad applications representative provided additional applications training.